Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not confirm the customer reported failure. All cables were noted in place and not derailed. Failure analysis investigation also found the instrument had frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. In addition, scratches were observed on the surface of the distal pulley. The distal end of the instrument's main tube had various scratch marks exhibiting light material removal with a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the cable to have been derailed on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.